Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3389-40, lot# 0210250924, implanted: (B)(6) 2016, product type: lead . Product ID: 3389-40, lot# 0210245071, implanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
A manufacturer representative reported a consumer came in for a routine follow-up to fine tune programming and upon impedance measurements, contact 10 was found to have out of range impedances >10,000 ohms measured at 0.7v and >20,000 ohms measured at 1.5v. No external factors known to have led to this event. Impedance measurements were repeated and confirmed out of range. No interventions were taken as this contact was not being used for programming. The doctor and nurse were made aware of this and would be monitoring at future follow-ups. The issue was not resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.